Manufacturer narrative:
Device has been received and an analysis and failure investigation has been started. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the equipment didn't recommend shock therapy during an arrhythmia.